Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited loss of capture. Attempts to obtain additional information were unsuccessful. The rv lead was surgically abandoned and the pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.